Event description:
Pt with venticulostomy catheter s/p medulloblastoma resection. Pt developed atelectasis. Utilizing hilrom critical care bed for percussion. Pt developed decreased movement in lt arm with questionable confusion. MRI/CT/eeg completed - no changes noted. Lt arm movement returned to baseline. Felt by physician that possible focal seizure from catheter irritation secondary to bed percussion.